Event description:
A customer reported that there was a fluid leak of approximately 1 ml from the blood sampling valve (bsv) area of the coulter lh500 hematology analyzer onto the counter top. The customer was wearing a lab coat, gloves, and a face-shield at the time of the occurrence. There was no report of injury or exposure and no one sought medical attention. Material safety data sheet (msds) was not reviewed, but there is an exposure control plan in place at the facility. There was no report of patient results being affected by this event. Beckman coulter field service engineer (fse) was dispatched on (B)(4) 2012 and found that the bsv was leaking. The fse removed the bsv and noticed that the aspiration tubing was loose. The fse reattached the tubing and the leak was fixed. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).